Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was currently hospitalized due to diabetic ketoacidosis. Customer would call back to troubleshoot when he was released. Customer stated he did not get any alarms for no delivery or has checked for occlusion. No further information reported.